Event description:
Pt revised to address dislocation. During surgery malfunction of handle in removing taper caused surgical delay.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the global head part and lot number combination and no other reports for the reported instrument problem. Based on the investigation, the need for corrective action is not indicated. Depuy (B)(4) considers the investigation closed. Should the product and/or additional information be received, the investigation will be reopened.